Manufacturer narrative:
B5: at the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized due to the event. The patient was treated with unspecified antibiotics (dose, route, frequency and duration were not reported) for the event. At the time of this report, the peritonitis remained ongoing. On an unreported date, pd therapy was discontinued, and the patient was switched to hemodialysis. The pd catheter was scheduled to be removed a day after the date of receipt. No additional information is available.